Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4) internal report number (B)(4). Multiple attempts to obtain the device, logs and/or additional information were not successful. Without the actual device or logs, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the device, logs and/or any additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The actual device has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer verbalized via voicemail, possible over infusion.